Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that under-filling occurred during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: (2 of 2) it is reported customer experienced under filling. Stated that when using the lithium heparin and edta tubes they notice the vacuum does not work as expected. They end up with less blood sample because the vacuum is less effective. The lot numbers she provided are as follows: lithium heparin tubes lot# 0010746 and edta tubes lot# 9344975. She stated that it occurred about a month ago and has not been reported to bd yet. I advised her that a representative from bd will reach out to her concerning this issue. Additionally, on 2020-05-13 the bd sales consultant provided the following additional information: spoke with the phlebotomist, and she stated that with the lot #s provided for the edta and pst tubes, she had approximately 2-3 in the last month edta tubes that filled 1/4 or not at all, and 10 pst tubes that were underfilled. Her practice was to remove the tube and insert another, which would draw the proper amount. She used a 21 g straight needle.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that under-filling occurred during use with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: (2 of 2) it is reported customer experienced under filling. Stated that when using the lithium heparin and edta tubes they notice the vacuum does not work as expected. They end up with less blood sample because the vacuum is less effective. The lot numbers she provided are as follows: lithium heparin tubes lot# 0010746 and edta tubes lot# 9344975. She stated that it occurred about a month ago and has not been reported to bd yet. I advised her that a representative from bd will reach out to her concerning this issue. Additionally, on 2020-05-13 the bd sales consultant provided the following additional information: spoke with the phlebotomist, and she stated that with the lot #s provided for the edta and pst tubes, she had approximately 2-3 in the last month edta tubes that filled 1/4 or not at all, and 10 pst tubes that were underfilled. Her practice was to remove the tube and insert another, which would draw the proper amount. She used a 21 g straight needle.